Event description:
It was further reported that there was potential recurring of the twos, and the patient experienced dizziness. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and was admitted to the hospital. The right ventricular (rv) lead exhibited t-wave oversensing (twos) during a regular rhythm resulting in the therapy. There was also a high sensing integrity counter (sic) and non-sustained tachycardia events. The lead remains in use. No further patient complications have been reported as a result of this event.